Event description:
Center manager (cm) reports three incidents of blood leaks with CT-190g dialyzers. It was reported that the three units had been previously reprocessed (number unreported). It was reported that the incidents occurred at the start of treatment and were noted by blood leak alarms. The blood leaks were confirmed with positive hemastix. An estimated blood loss of 250cc to 300cc per incidednt was reported as a result of not returning blood from the extra corporeal circuit to the pts. Treatments were resumed with new disposables and completed without further incident. No pt injury reported per cm.